Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an insulin pump error alarm and experienced high blood glucose level. The customer¿s blood glucose level was 22.1 mmol/l. The customer stated that they had low battery alert, battery replace alarm, power loss alarm and pump shuts off. The customer was assisted with troubleshoot and customer received post-reset ram crc alarm after power loss alarm. The insulin pump will be returned for analysis.